Event description:
It was reported that this pacemaker was explanted due to unknown reasons. It is unknown if a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned product was analyzed with no evidence of device defect, malfunction or damage outside the bounds of normal medical use.